Manufacturer narrative:
Per the clinic, on (B)(6) 2013 the patient was prescribed antibiotic ointment (durations not reported) to treat infection and skin overgrowth at the implant site. Subsequently the patient underwent revision surgery (date not reported) to excise excess tissue at the abutment site and to remove the abutment to allow the site to heal. This report is filed february 10, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. The implanted device remains.